Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a stuck button alarm. Troubleshooting was performed and indicated that the insulin pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test and self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully download using thump software. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. During download review the adapt tool recorded a total of twelve stuck key alarms on 04/10/2024 until 04/11/2024. On 04/10/2024 it recorded nine stuck key alarms from 18:03:21 to 22:24:08. On 04/11/2024 it recorded three times from 00:00:02 to 00:17:25. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Peeled keypad overlay and found corroded keypad traces. Unit also received with scratched case. In conclusion, customer concern with stuck button alarm was confirmed due to corroded keypad trace. Unit may have had an intermittent failure not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.